Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a yellow wrench alarms was not confirmed. The system controller (serial number: (B)(6) was not returned for analysis. The system controller was not returned for analysis, and no log files were submitted for review. Provided information indicated that the system controller was exchanged, but that this exchange did not resolve the alarms. The second exchange resolved the alarms. The root cause for the reported event was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. Heartmate ii patient handbook and heartmate ii instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller presented a yellow wrench alarm. The system controller was exchanged but the second system controller presented a yellow wrench as well. The second system controller was exchanged.